Event description:
The loop of this snare detached inside the patient while being used during a treatment to remove a stent from the common bile duct. The loop was retrieved from the patient and the procedure was successfully completed with another device. No injury occurred to the patient. The device was not returned for evaluation. Therefore, a failure analysis could not be performed. Although a lot number has beed provided by the user facility, the co is unable to reference the reported lot number. A history search was performed on the reported lot number, and no other complaints were found. It cannot be determined if the product met specifications because the product was not returned. The co is unable to determine the relationship between the device and the cause of this event without the product. The dfu specifies the indications for use of this device "for use in the removal and cauterization of: diminutive polyps, sessile polps, pedunculated polyps."